Event description:
During a laparoscopic appendectomy, the diaphragm of the core trocar would not allow the stapler to pass through the opening (it would pass only with lots of pressure). One filter passed through the adaptor and into the abdominal cavity. The filter was then retrieved laparoscopically with no harm to the patient.